Manufacturer narrative:
Due to character limit: e1(event site name) (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra aortic balloon pump (iabp) displayed "electrical detection failed code 14 upon startup. There was no patient involvement reported.